Event description:
Facility reports an internal blood leak during the treatment. Ebl - 250cc. Pt given prophylactic antibiotics 1g - vancomycin and 120mg - gentamicin. Sample is available for analysis.